Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 0 days. Manufacturer's investigation: the patient remains ongoing on heartmate 3 lvas. The report that the tunneling bullet leaflet broke off during the implant procedure could not be confirmed through this evaluation. The hm3 lvas IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2018. It was reported that the tunneling bullet leaflet broke off during tunneling of the driveline. The leaflet was not retrieved.